Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was in hospice care and the physician wanted to program tachycardia therapy off. However, the device was observed to have reached end of life (eol) approximately one year ago and was in storage mode. The patient had been lost to follow up. Boston scientific technical services (ts) discussed no therapy available in storage mode. No changes will be made at this time. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.